Manufacturer narrative:
Section e: patient's physician (B)(6).

Event description:
It was reported that the patient experienced some fatigue most likely related to his activities but was otherwise asymptomatic. It was noted that the right atrial (ra) lead's pacing impedance was greater than the upper limit. A ra lead fracture was suspected due to the sudden increase in impedance. The patient was to follow up with appointments in clinic. The patient was being monitored and was stable.